Manufacturer narrative:
The insulin pump alarmed a33 during the prime/a33 test due to faulty force sensor resistor. Unable to perform basic occlusion, excessive no delivery and displacement tests due to a33 alarm. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer received a compromised forced sensor alarm.